Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of a cancelled/rescheduled procedure.

Event description:
It was reported to boston scientific corporation that an endoscopic covered biliary stent was used to treat a malignant biliary stricture in the bile duct during a biliary metal stenting procedure performed on (B)(6) 2025. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the stent failed to deploy. Consequently, the procedure was cancelled. There were no patient complications reported as a result of this event.